Manufacturer narrative:
21-feb-2022: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Female consumer via e-mail stated that she had been using her new oral-b pulsonic original toothbrush heads on her oral-b toothbrush for a few days (which were pretty loose on the toothbrush right from the start) and every once in a while they came off of the toothbrush by themselves. A blue piece that should hold the toothbrush had also broken. No injury was reported. 14-jan-2022 case update: the concomitant product lot was updated to m8a15. No injury was reported. 24-feb-2022 case update: the suspect product was oral-b power power oral care refills pulsonic sr32. No injury was reported.

Event description:
Female consumer via e-mail stated that she had been using her new oral-b pulsonic original toothbrush heads on her oral-b toothbrush for a few days (which were pretty loose on the toothbrush right from the start) and every once in a while they came off of the toothbrush by themselves. A blue piece that should hold the toothbrush had also broken. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.